Manufacturer narrative:
Device evaluation: incorrect assembly - main board was not positioned correctly in the extrusion slot. Visual inspection of the returned device confirmed that the tamper seals both were broken and a non-OEM battery identified. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service previously. Root cause was determined due to improper assembly, as main board was not positioned correctly on the extrusion and both tamper seals were broken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed motor rate error. It happens when they put a syringe in but not when you use it manually. No patient injury reported.